Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. A vitros tropi es lot 3325 reagent issue is not a likely contributor to the event as historical quality control results prior to the event do not suggest an issue with reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3325. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with troponin I concentrations at or below the url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor as it was established the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue cannot be ruled out as a contributor to the event as a precision test was not performed around the time that the higher than expected vitros tropi es result was obtained. A post-service precision test conducted on the instrument following ortho field engineer service actions indicated that the vitros 5600 integrated system is performing as expected. Additionally, the failure to perform adequate maintenance on the vitros 5600 integrated system cannot be ruled out as a contributor to the event. Analysis of the customer¿s maintenance data suggested that microwell incubator maintenance actions had not been completed when scheduled.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.138 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).